Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2024 after a sudden drop in flow. Cardiopulmonary resuscitation (CPR) was performed and a system controller exchange occurred by bedside staff. Log files were submitted for review for both the primary and backup controller. The primary controller log files started on (B)(6) 2024 at 3:19:19 p.m. With a pump stop. By 3:19:22 p.m. The pump was operating above the low speed limit. The start of this event had been pushed out by newer incoming data. The file began capturing intermittent low flow events on (B)(6) 2024 at 8:07:32 a.m to (B)(6) 2024 at 7:40:03.p.m. On (B)(6) 2024 at 7:41:28 p.m the driveline was disconnected and the pump stopped. Between the pump stop at the start of the log file and the stop due to the driveline disconnect the pump was operating as intended between the set speed and low speed limit. The backup controller log files started at 7:40:25p.m. On (B)(6) 2024 when it was connected. The log files began capturing almost continuous low flow events on (B)(6) 2024 between 8:05:25 p.m. And at 11:00:20 p.m. It was noted that the set speed was increased several times and finally up to 6000 rpm but the flow did not increase. The driveline was disconnected on (B)(6) 2024 at 11:02:51 p.m. And the pump stopped.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. The controller event log file from the patient's primary system controller ((B)(6)) contained relevant events spanning from 10jan2024 to 17jan2024. The beginning of the log file captured a transient pump stop event, which was associated with low-speed advisory, low speed hazard, low flow, pump stop and low pump current fault flags. No associated controller alarms were active with this event. Although the onset of this event was not captured, the observed pump stop appeared to be consistent with a pump reset due to an electrostatic discharge (esd) event. Following the event, the pump speed ramped back up to the set speed without issue. Intermittent low flow alarms were captured on 11jan2024 due to the estimated pump flow decreasing below the low flow alarm threshold of 2.5 lpm (liters per minute). On 17jan2024 a decrease in the estimated pump flow from 4.1 lpm to 0.4 lpm was recorded over a 14 second period. The estimated pump flow reached 0.0 lpm before the driveline was disconnected at 19:41:28. The remaining events revealed that the silence alarm button pressed was initially pressed at 19:41:46 and was subsequently pressed multiple times until the system controller was disconnected from the external power source (power module) and the shutdown sequence was initiated at 19:45:57, consistent with the reported system controller exchange. A specific cause for the observed low flow events cannot be conclusively determined. The pump was connected to the backup system controller (B)(6) and coded for an hour prior to being pronounced dead. Following the initialization of the system after the system controller exchange, estimated pump flow increased as high as 5.0 lpm. Approximately 20 minutes later, the estimated pump flow intermittently decreased below the low flow alarm threshold. Despite increasing the pump speed by 1400 rpm (revolutions per minute), the estimated pump flow continued to decrease, reaching 1.7 lpm before the driveline was disconnected at on 17jan2024 at 23:02:51. The controller was later shutdown on 18jan2024 at 00:08:53. A specific cause for the observed events cannot be conclusively determined. Additional information regarding the event, including product return availability, was requested from the account; however, no further information has been provided at this time and the device was not returned for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, are currently available. Section 1 of the instructions for use lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 of this document outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Sections 3 and 6 of the instructions for use as well as sections 1, 3 and 4 of the patient handbook warn that high levels of static electricity can cause the left ventricular assist device to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity. Section 6 of the instructions for use and section 4 of the patient handbook also provides examples of when static electricity can occur and how it can be avoided. Section 7 of the instructions for use and section 5 of the patient handbook describe all alarm conditions as well as the appropriate actions associated with them. Additionally, the testing and classification tables in appendix c of the instructions for use and section 9 of the patient handbook include electrostatic discharge information. No further information was provided. The manufacturer is closing the file on this event.